Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, evaluation codes: updated. One device was received in used conditions without original package. The returned device was visually and functionally tested. A leak was detected between the check valve and pilot balloon. A potential root cause was due to not enough solvent at the joint. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to production personnel for the reported failure mode reported. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury reported.